Manufacturer narrative:
Investigation findings: a manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
Consumer stated two tampons from the same box fell apart inside her upon removal. Four days after her period ended, she noticed an unusual vaginal discharge and odor. She then manually removed a remaining tampon piece. Consumer sought medical attention and was advised to monitor for signs and symptoms of infection. The discharge and odor symptoms quickly resolved, and she was confident all pieces were removed.